Event description:
Patient underwent revision surgery on (B)(6) 2019. During the revision, the humeral cup (size unknown) was explanted and replaced with a 135/145 40/+9 humeral cup. Additional information is unavailable.